Event description:
It was reported that the customer went to the emergency room with a blood glucose level of 25 mg/dl. Cause was unknown. There was no permanent injury reported, but the customer did experience a seizure. The situation was resolved with intravenous fluids of saline. Tandem technical support advised the customer to consult a healthcare provider to discuss potential factors affecting blood glucose levels and sent a replacement pump.